Manufacturer narrative:
Age at time of event: 18 years or older. The intellanav mifi oi catheter was received by boston scientific for analysis. Visual inspection revealed that the irrigation luer was torn off at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. Electrical continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrode/ thermocouple/magnetic sensor resistances measured in spec and were typical. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical.the steering knob and the tension control knob functioned properly on both lock and unlock positions.no abnormal resistance was felt when actuating the steering mechanism. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
During an ablation procedure to treat ventricular tachycardia a intellanav mifi open-irrigated catheter was selected for use. It was reported that irrigation tubing broke during the procedure. The catheter was exchanged and the procedure was completed successfully with no patient complications.

Manufacturer narrative:
Age at time of event: 18 years or older. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure to treat ventricular tachycardia a intellanav mifi open-irrigated catheter was selected for use. It was reported that irrigation tubing broke during the procedure. The catheter was exchanged and the procedure was completed successfully with no patient complications.